Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
While the field service engineer was onsite, the fse observed the etc02 module will need to be replaced. The customer did not allege any device malfunction related to this observation. The device was not in use on a patient.

Manufacturer narrative:
.